Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and found to have the curved blade broken at the base. A piece approximately 0.445" x 0.084" was found to be broken off. The broken piece was not returned. Components adjacent to this broken blade show damage which may indicate potential mishandling/misuse. The inner tube was broken at the hinges, causing the clamp arm to hang loose. The complaint regarding blade broke off was confirmed by failure analysis. The probable root cause of broken blades and detached fragments is attributed to use conditions.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi), has not received the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the harmonic ace instrument blade broke off. The user completed the procedure with no further issue reported. No fragment fell inside the patient. No known impact or patient consequence was reported.